Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was 63 mg/dl, at the time of going to bed was 73 mg/dl and also had 46 mg/dl. Customer reported that settings were set too high and needed to be adjusted. The customer was eating to treat low blood glucose level. The insulin pump will not be returned for analysis.